Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: bariatric surgery. Event description: [user facility]. "Bleeding occurred during laparoscopic bariatric surgery because the vessel was not completely sealed while cutting the large vessel. They say it does not seal the large veins. In addition, since the patient's life-threatening situation increased, open surgery was immediately performed" as per the adverse event report that was submitted to the health authority: "in the letter; it is stated that in a laparoscopic obesity case, bleeding occurred because the vessel could not be completely sealed during the large vessel cutting procedure, and therefore, the patient's life risk increased and had to return to emergency open surgery" additional information received from distributor via email on november 30, 2022: drs and members involved in the surgery: [surgeon] - gynecological oncologist. [Name] - obstetrics operating room manager. [Name] - general operating room manager. The product was thrown in the trash. The distributor replaced the item . No patient injury, the surgery was changed from laparoscopic to open surgery the patient status is good. There was a general leak when the sales team was there but the doctor says he was bleeding in the large vessels. One of the arteries above the stomach was being sealed. There was no tension on the vessel. Doctor says there is no eschar. The doctor says "we cleaned but nothing changed" when homostasis started they changed the prob and started using another brand no generator alarms . No vascular pothology was exhibited. The device was not activated on inflammed tissue. Additional information received from distributor via email on december 5, 2022: conversion to open surgery was not part of the planned procedure. Eb215 and eb210 which had cers did not occure in the same surgery but they say the same incident occured on both products. Leakage occured during surgery. Intervention: open surgery was performed. Patient status: good.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of the harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: bariatric surgery. Event description: [user facility] "bleeding occurred during laparoscopic bariatric surgery because the vessel was not completely sealed while cutting the large vessel. They say it does not seal the large veins. In addition, since the patient's life-threatening situation increased, open surgery was immediately performed ". As per the adverse event report that was submitted to the health authority: "in the letter; it is stated that in a laparoscopic obesity case, bleeding occurred because the vessel could not be completely sealed during the large vessel cutting procedure, and therefore, the patient's life risk increased and had to return to emergency open surgery". Additional information received from distributor via email on november 30, 2022: drs and members involved in the surgery: [surgeon] - gynecological oncologist. [Name] - obstetrics operating room manager [name] - general operating room manager. The product was thrown in the trash. The distributor replaced the item no patient injury, the surgery was changed from laparoscopic to open surgery the patient status is good there was a general leak when the sales team was there but the doctor says he was bleeding in the large vessels one of the arteries above the stomach was being sealed there was no tension on the vessel doctor says there is no eschar the doctor says "we cleaned but nothing changed" when homostasis started they changed the prob and started using another brand no generator alarms no vascular pothology was exhibited the device was not activated on inflammed tissue. Additional information received from distributor via email on december 5, 2022: conversion to open surgery was not part of the planned procedure. Eb215 and eb210 which had cers did not occure in the same surgery but they say the same incident occured on both products. Leakage occured during surgery. Intervention: open surgery was performed. Patient status: good.